Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 778767. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate relief. Imaging confirmed lead migrated. The patient underwent spinal cord stimulation (scs) revision procedure. Patient tolerated case well and is doing good postoperatively. Paddle was retained however the implantable pulse generator (ipg) was replaced for sterility concerns. The explanted ipg will not be returned per hospital policy.